Manufacturer narrative:
(B)(4). The complaint mr290 vented autofeed humidification chamber is expected, but has not yet been returned to fisher & paykel healthcare in (B)(6) for evaluation. We will send a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported, via a distributor, that a water leak was found in the connection between the chamber dome and base plate of the mr290v humidification chamber after two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The complaint chamber was visually inspected for the reported damage and the base thickness of the chamber was measured. The complaint chamber was returned without the water feedset and was thus unable to be pressure tested. Results: visual inspection revealed stress marks below one of the ports on the chamber dome of the complaint device and at the bracket. The chamber dome was found partially pulled out of the base below the port. Additionally, the base thickness of the returned chamber was outside of specification. Conclusion: we are unable to determine what may have caused the base to loosen. However, it is known that pressures produced in excess of 80 cmh2o (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has confirmed that the subject chamber was in use for two days before the incident was observed, which indicates that the subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa".

Event description:
A hospital in japan reported, via a distributor, that a water leak was found in the connection between the chamber dome and base plate of the mr290v humidification chamber after two days of use. No patient consequence was reported.